Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported air in line alarm. Evidence for the reported problem "air in line alarm" was found through the event history log review by the presence of "air-in-line!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Utilizing the biomed options, the ultrasonic sensor fluid readings were found to be out of specification the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no patient involvement. No additional information is available.